Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as raised, hot, red, itchy, and appearing as mosquito bites. It was reported the patient had known allergies. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed benedryl and allergy pills from a medical professional. The irritation improved once the patient was released from the equipment and with the use of cortisone and zortiec cream.supplemental report 9/7/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as raised, hot, red, itchy, and appearing as mosquito bites. It was reported the patient had known allergies. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed benedryl and allergy pills from a medical professional. The irritation improved once the patient was released from the equipment and with the use of cortisone and zortiec cream.